Event description:
Philips received a complaint by the customer on the v60 indicating that the device auto restarted. It was reported there was no patient involvement at the time the issue was discovered.